Manufacturer narrative:
(B)(4).

Event description:
The patient reported that they were experiencing abdominal pain. While on the phone with patient services, patient services had the patient change from program 4. Programs 1, 2, and 3 were tried. Hcp's (healthcare provider's) office said a representative would call her today at 9 am but no one did, so she called patient services for help in changing programs. It was occurring daily. There were no trauma/falls reported that could be related to this issue. Regarding is stim issue reported related to positional movement it was noted: no. The patient still had pain on programs 1, 2 and 3. Patient services had the patient turn ins (implantable neurostimulator ) off and pain resolved instantly. The patient did not want symptoms to return, so she decided to turn ins back on. The patient will follow up with hcp to find out why when stim is off abdominal pain resolves. Symptoms reported were: pain. Location of symptoms reported: bladder/abdominal. This was considered a sudden change in therapy/symptoms. Event date: (B)(6) 2015, stated as 4 months ago. Indications for use were noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.